Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, surgeon implanted company lens into a patient and one week post off implanted another company lens in second eye. Just a little over one week post of from first implantation patient started to experience cystoid macular edema, then same thing happened with second eye. Regular post operative drops were not working so surgeon referred to retinal surgeon for intravitreal injection (ivt) treatment. Surgeon said nothing noteworthy, surgery was completed as per normal. Additional information was received and stated, issues started 3 weeks after implantation. The lens still remains in the patient eye. There are two medical device reports associated with this patient.

Manufacturer narrative:
Correction information was provided in b.2.,h.6 and h.11. Correction: FDA health impact code f24 was replaced with f23. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.